Event description:
Info reported as follows: end-user reported six (6) week history of slowly developing open raw areas with leakage, and intermittent bleeding on right side/3 o'clock position of stoma under tape border and mass. It is reported that the leakage has caused an increase in wafer changes.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user uses water and 3m no sting barrier wipes to cleanse skin. Skin care and crusting techniques were reviewed with end-user. End-user was advised to build up the right side with eakin and to consider wearing an ostomy belt. Lastly, end-user was instructed to notify convatec with further concerns, questions and/or if issue persists. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a f/u report will be submitted. (B)(4).